Manufacturer narrative:
The customer¿s report of a leak was confirmed. Visual inspection of the set noted no obvious damages or issues. Functional testing was performed and no leaking was observed. Pressure testing was performed and a leak was observed at less than 5psi at the engagement between one of the proximal tubings to one of the bifurcated openings on the 3-way y-connector. No leak was observed from anywhere else on the set. The tubing engagements to each of the set's attached components were tugged; and no separation or any issues were observed. Further inspection by manufacturing confirmed a sink condition in the inner wall of one of the ports of the 3-way y-connector which does not allow the tubing to be bonded into the component wall. The root cause of the customer¿s report of a leak was due to a sink condition present inside of the received extension set's 3-way y-connector component.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the IV set is leaking where the bifurcate sets come together during patient use.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.